Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: m365db2202450; model: db-2202-45; serial/lot: (B)(4); batch: 7090041. Product family: upn: m365db2202450; model: db-2202-45; serial/lot: (B)(4); batch: 7090858. Product family: upn: m365nm3138550; model: nm-3138-55; serial/lot: (B)(4); batch: 7096042. Product family: upn: m365nm3138550; model: nm-3138-55; serial/lot: (B)(4); batch: 7097933.

Event description:
It was reported that the deep brain stimulator patient remained in the hospital post lead implant procedure as he was experiencing confusion. The confusion later improved and the patient proceeded with implant of the implantable pulse generator and lead extensions. The patient was released to a rehabilitation facility where he was reportedly functioning and speaking, however was unresponsive at some point later and passed away. The physician's neurologist reported that the patient's surgeon did not believe the death was related to the surgery. An autopsy will be performed, but it is unknown if the results will be provided.